Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, high thresholds and diaphragmatic stimulation was observed. Patient was device dependent. Lv lead was turned-off. The lead was explanted during elective device replacement procedure. The patient was downgraded to a single chamber ICD, so new lv lead was not implanted. The patient was fine post-procedure.